Manufacturer narrative:
Corrected data: is this a single use device that was reprocessed and reused on a patient?, labeled for single use? Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 400 ml. Flow rate: 4 ml/hr. Procedure: right open reduction and internal fixation (orif ) or a wrist fracture. Cathplace: supraclavicular. A report was received stating a female patient called to reported that the pump had been leaking excessively at the catheter side for 2-days and the infusion from the pump did not last for 100-hours during use. The patient called because there was leakage from the top of her shoulder where the catheter was taped. The patient was unable to actually see the area and was unsure of the exact location of leakage and said that it had been occurring since day after surgery. The patient reported it to the nurses and they looked at it and taped it up with some pads on top. She has been using the bolus and said that when the initial block bolus wore off the night of surgery her pain score went from 0 to 15 in a very short period of time. The health care professional had to give the patient several doses of injectable and oral pain meds in hospital. The patient was unable to determine the exact location of leakage. The patient called back at 9:30pm thinking that she wanted to turn the pump off for the night so her bed doesn't get wet. On the earlier call the patient stated that there was a bulge on the pump core about the size of a golf ball and now it is less than that. The patient was still unable to clearly determine what was leaking under the dressing. The product support line nurse suggested that at that point, if the patient was going to clamp the pump for the night, and if she was having pain anyway she may as well remove the catheter that night or the following morning. The patient was told at the facility that the pump would last 100-hours and it did not. The product support line nurse explained that the time period was offset by use of the bolus. The patient believed she had only used the bolus 10-15 times, which would not reduce the pump sufficiently to be as empty as it is believed to be. Additional information received on 05-jul-2016 stated the patient was feeling much better now. The patient stated that the pump started leaking at the catheter side (near her neck) on (B)(6) 2016 after her wrist surgery and at first she just felt the wetness. The patient was in the hospital and the nurse didn't see the leakage so the patient just put a patch over on the site. The leakage got worse after she got home on (B)(6) 2016. Every time she pressed the ondemand button, she can feel the liquid gushing out and the liquid will be dripping down on her chest. She felt no effect for her pain at all from the pump. The patient was on oral pain medications. The patient clamped the pump off on the evening of (B)(6) 2016. On (B)(6) 2016 the patient's family pulled the catheter out. The patient stated there was no product issue because maybe her sling was caught on something and was pulled accidently. Additional information received on 06-jul-2016 stated the staff who used the pump are very experienced and well trained. The catheter used was not a halyard brand catheter.